Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) was not confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient reported that he was experiencing check belt messages. Patient reported that these messages "denied me of a good nights sleep". Patient reported, that due to the lack of sleep, "caused me to fall asleep at the wheel of my car while driving on the freeway". Patient reported "car was totaled from the accident" but that he "was lucky to survive unhurt." Reporting out an abundance of caution.